Event description:
Sorin group (B)(4) received a report that the cover alarm of the s5 roller pump was activated during a procedure even though the cover was in the correct position. Attempts to override the alarm were successful so hand-cranking was used to maintain blood flow until functionality was restored by power cycling the pump. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the cover alarm of the s5 roller pump was activated during a procedure even though the cover was in the correct position. Attempts to override the alarm were successful so hand-cranking was used to maintain blood flow until functionality was restored by power cycling the pump. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigate is complete.